Event description:
Failure analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured 33mm proximal of weld site. The proximal section of j stiffener wire measures 55mm and has migrated down the lead body 18mm proximal weld site. 1 mm of the proximal end of the j stiffener wire which fractured 33mm proximal of the weld site and remains attached at the weld site was received protruding out of the outer polyurethane insulation. It appears the entier j stiffener wire was received with all recorded add up to 88mm.